Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had stored episodes where it was suspected that anti-tachycardia pacing (atp) and shocks were inappropriately delivered due to atrial fibrillation (af) with rapid ventricular response (rvr). In addition, there was suspected rate acceleration attributed to therapy delivered. It was noted that the patient in transit via emergency medical services (ems) at the time of the event. Stored episodes also showed noise that may have been from actions taken by ems during transport. This crt-d system remains in service. No additional adverse patient effects were reported.